Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962 and serial # (B)(6). Problem statement: customer reported a complaint regarding their instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 20jul2020 to date 20jul2021. Complaint trend: there are 17 complaints related to this issue of erroneous results; date range from 20jul2020 to date 20jul2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338961-v96101038-900195597-09, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to improper sample preparation. The customer had initially reported that they were obtaining unexpected results when testing a haploid control sample. A tsr (technical service representative) assisted the customer via a phone consultation and found no issues with the instrument from the analysis of experiments conducted and cst reports. The customer then repeated their analysis using samples diluted with 0.5% trypsin as opposed to the previously used 1% trypsin. After changing the reagent amounts, the customer reported that the instrument no longer had performance problems and the issue was in the sample preparation before testing. No parts were requested for evaluation as there were no parts replaced. Although the instrument was being used for clinical diagnoses, the issue was identified and resolved before the patient samples were used for any diagnoses or treatment. The customer confirmed that while erroneous results were gathered, since the control also showed erroneous results, the data was not used. Each bd product, including its reagents, include pis (product inserts) or ifus (instructions for use) that detail the proper use of said product. As such, the customer can find instructions on the proper procedure to prepare samples with their orders of bd reagents. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: 01404989, case # 02030468 install date: 15oct2009 defective part number: n/a work order notes: subject / reported: 338962 - bd facscanto ii - unexpected result in the analysis of haploidy problem description: the client reports that an unexpected result was obtained when testing a positive control (client internal control) for haploidy. The instrument was recently visited for a technical intervention but the baseline has remained the same. Cst passes smoothly work performed: reprepare the sample with different aliquots of reagent. Cause: problem in sample preparation before analysis. The instrument did not give any performance problems. Solution: n/a internal notes: (7/26/2021): from the analysis of the experiments and of the cst reports, no technical problems are noted with the instrument. The cst balls acquired with the experiment settings are also visible. Today, the client repeated the analysis by re-preparing the sample with a new batch of trypsin diluted to 0.5% instead of 1% as usual. This time the sample and the positive control gave the expected values. The client confirms that the problem is solved and the case can be closed. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is a ¿4¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no item: acquire data function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: event rate too high, too much data is being acquired potential effects of failure: loss of data in processing queue, loss of biologic sample potential causes/mechanisms of failure: customer sample prep (too concentrated) / threshold set too low current controls: triggers fifo overflow/ event overflow message to host. Recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: none needed (e-mail in dhf) sev: 4 occ: 5 det: 2 rpn: 40 mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the erroneous results was due to improper sample preparation prior to testing. Conclusion: based on the investigation results the root cause of the erroneous results was due to improper sample preparation prior to testing. The tsr assisting the customer found no issues with the instrument according to the reports they received, so the customer attempted the analysis again using samples prepared with a different concentration of reagent. These samples yielded the expected results and the customer reported that the instrument was working as intended. The results gathered during the incident were not used for treatment or diagnoses due to the unexpected results, and the incident did not delay the treatment of a patient. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that while running patient sample on bd facscanto¿ ii a erroneous result was obtained for haploidy. There was no patient impact. The following information was provided by the initial reporter, translated from italian to english: the client reports that an unexpected result was obtained when testing a positive control (client's internal control) for haploidy. The instrument was recently visited for a technical intervention but the baseline has remained the same. Cst passes smoothly. Additionally, on 2021-8-19 the customer provided the following additional information: "yes, the issue affected patient samples as well as a control. Incorrect results were obtained but not used since also the control was bad. No treatment given to the patient based on this result. No harm to the patient."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient sample on bd facscanto" ii a erroneous result was obtained for haploidy. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the client reports that an unexpected result was obtained when testing a positive control (client's internal control) for haploidy. The instrument was recently visited for a technical intervention but the baseline has remained the same. Cst passes smoothly. Additionally, on 2021-8-19 the customer provided the following additional information: "yes, the issue affected patient samples as well as a control. Incorrect results were obtained but not used since also the control was bad. No treatment given to the patient based on this result. No harm to the patient."